Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. The system message was noted in the event log. The solenoid spacers were replaced and sent for in-house eval. The solenoid spacers have been received and testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 06/12/2009.

Event description:
The nurse reported a system message 135 displayed, and they were unable to clear the system message. Seven cases were cancelled, rescheduled, and completed. No pt injury was reported.